Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis. According to additional information, this s-ICD has not yet been explanted. It was deactivated but remains implanted. It was replaced with a new transvenous ICD. No additional adverse patient effects were reported. Later, this device was explanted at the discretion of the physician for a therapy upgrade.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis. According to additional information, this s-ICD has not yet been explanted. It was deactivated but remains implanted. It was replaced with a new transvenous ICD. No additional adverse patient effects were reported.